Manufacturer narrative:
Continuation of d10: l321 ipg implanted on (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was undergoing a lead and pacemaker system relocation from chest to abdomen due to the need for chest radiation treatment for cancer. The existing right ventricular (rv) lead was tunneled and an attempt to connect to an adapter was made; once the proximal connector pin was tightened, the signal from the lead was lost. Examination of the adapter showed a piece of plastic/rubber tubing blocking the connector channel and examination of the existing rv lead connector pin suggested the plastic piece came from the end of the lead. The lead was inserted into the adapter and set screws tightened; even though the connection seemed normal at this point, noise was noted on the electrograms (egm). The rv lead was capped and replaced. The repalcement lead was connected to the adaptor without furtehr issue. No patient complications have been reported as a result of this event.